Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An internal abrasion was noted at 3.0 cm to 4.0 cm from the distal tip which breached the re cable lumen. (B)(4).

Event description:
This report is to advise of an event observed during analysis.